Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic in backup vvi. The patient was asymptomatic. The hardware elective replacement indicator (eri) byte was checked, and indicated that the pulse generator had not reached hardware eri. Due to telemetry corruption, further troubleshooting could not be performed. The device was replaced due to unresolved backup vvi status.